Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited under-sensing, failure to sense and myopotential over-sensing. It was also noted that the ra lead recorded atrial tachy response (atr) episodes which contained noise over-sensing. The patient also experienced dizziness. Programming changes were made. There were no patient consequences.